Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. H6 - component code - proposed code is mechanical (g04) - femur. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. The instructions for use clearly state that all trial, packaging and instrument components must be removed prior to closing the surgical site and should not be implanted. The root cause of the reported issue is attributed to off-label use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a left knee arthroplasty revision that the correctly oriented femoral implant was not available to complete the procedure. As only a right-oriented femoral implant was available, the surgeon utilized the femoral trial to complete the procedure. The surgeon revised the patient two (2) days later to remove the femoral trial and place a correctly oriented left femoral implant. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.